Event description:
Following literature was reviewed: kentaro yuda, et al. Pulmonary artery endovascular treatment for recurrent solitary fibrous tumor after right pneumonectomy. Heart 2022: 54(9) p.1034-1039. The patient was a 66-year-old woman with no reported specific medical history. The patient was taking apixaban 10 mg, bisoprolol 2.5 mg, digoxin 0.125 mg, vonoprazan 10 mg, and furosemide 10 mg. In unknown month/year, a contrast-enhanced CT scan by patients previous physician revealed a neoplastic lesion in the pulmonary artery. The patient was referred to the reporting hospital for surgery in unknown month/year. In the same month, the patient underwent a total right pneumonectomy with resection of the right pulmonary artery and closure of the left atrial appendage under artificial heart-lung machine support. Grossly, the tumor was completely resected, and postoperative CT showed no residual tumor. Postoperatively, at 9 months, a contrast-enhanced CT scan showed tumor recurrence (a 45 x 22 mm sized pedunculated mass) from the resected edge of the right pulmonary artery into the pulmonary trunk. As the patient had undergone the total right pneumonectomy and another surgery was risky, an endovascular treatment was scheduled though it was not a curative treatment. Under general anesthesia, two gore® viabahn® vbx balloon expandable endoprostheses (vbxs, 10 x 51 mm) were implanted in the distal side of the pulmonary trunk through the right femoral access. Concomitant medical devices included a radifocus guidewire, an impress catheter and an amplatz super stiff guidewire. The patient was returned to the ICU postoperatively, weaned from the ventilator on the day of surgery, and transferred to the general ward the day after surgery. On the third postoperative day, a chest CT scan showed the vbx devices migrated into the distal part of the left pulmonary artery, and they did not fully cover the tumor in the proximal side. On 14th postoperative day, a bare-metal stent (smart control, 14 x 60 mm) was implanted with a 15 mm overlap on the proximal side of the vbx. A postoperative CT scan showed that the bare-metal stent and vbxs covered the tumor circumferentially and there was no migration of the stent. Three months postoperatively a CT scan showed no occlusion or stenosis of the devices in the pulmonary artery and edema in bilateral lower limbs was also improving. Discussion: since the pulmonary artery has thinner walls than other elastic arteries that are originally treated with stent grafts and its rupture would be fatal, carefully avoiding oversized devices was needed during case planning. Gore® viabahn® endoprosthesis, a self-expanding device, and the vbx, a balloon-expandable device, were considered as candidates, but to avoid the risk of oversizing, the vbx was selected because its expansion diameter is more easily adjustable. The internal diameter of the pulmonary artery was 24.2 mm, and the mass diameter was 21.5 mm. Because it was a raised lesion, a device the same size as the vessel diameter would have oversized it, so a 10 mm diameter device was selected. However, it resulted the postoperative migration; therefore, it is considered that too small devices should also be avoided. For reintervention, the 14-mm-diameter bare-metal stent was used to prevent migration.

Manufacturer narrative:
Device evaluated by MFR: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Statement included: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Emdr section h6 codes updated to reflect result of investigation: c21 updated to c19, d16 updated to d1102.